Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage found inside the insulin pump. The device was received with scratched lcd window. The device was received with a cracked case display window corner. The insulin pump was received with cracked battery tube threads. The insulin pump was received with a cracked reservoir tube lip. The insulin pump was received with cracked belt clip slot. The insulin pump was received with cracked lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 45 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.